Event description:
It was reported when the user disconnected the tubing from the maxplus connector, the piston stuck down causing blood to leak . The line was clamped and reported no blood loss.the customer stated: maxplus connector was in use for 48hrs, no caps applied to connector, dry time with disinfectant ( alcohol ) 15 sec. There was no patient harm per customer.

Event description:
The customer stated: maxplus connector was in use for 48hrs, no caps applied to connector , dry time with disinfectant ( alcohol ) 15 sec. There was no patient harm per customer.

Manufacturer narrative:
The customer's complaint of a maxplus stick down and leak could not be confirmed because the product was not returned for failure investigation.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported when the user disconnected the tubing from the maxplus connector, the piston stuck down causing blood to leak . The line was clamped and reported no blood loss.